Event description:
It was report that the reservoir of this inflatable penile prosthesis (ipp) has been migrated from the space of retzius into the scrotum. A surgical procedure was performed during which the existing reservoir was removed and replaced. There were no patient complications reported.